Manufacturer narrative:
Concomitant medical products - model: d334drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) changeout procedure when the pocket was initially opened, copious amounts of calcium deposits were noted, also adherent to the outside of the device. Tedious dissection efforts were made to free the device from the pocket. A ¿sheath¿ of fibrous tissue was noted around the length of the chronic leads, such that all were bound together in tissue. Tissue ingrowth was noted entering the pin ports of the device header. Use of cautery and plasmablade dissection were attempted to free the leads from the tissue but ultimately unsuccessful. The setscrew for the right ventricular (rv) pace/sense lead was disengaged. The lead could not be removed with gentle traction. At this point, two distinct areas of insulation breach were noted on the rv pace/sense lead just distal to the header. The decision was made to extract the full system on the following day. The next day attempts to remove the leads fully were unsuccessful. The superior vena cava (svc) defibrillation lead broke du ring removal without any force. A stylet could not be advanced down the rv lead. Concerns regarding the patient¿s hemostasis and blood pressure stability resulted in the full extraction being aborted. The device has been extracted and the leads have been partially removed. No patient complications have been reported as a result of this event.